Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of "flow test errors, 1st run 5.9%, 2nd 6.8%, sending in for repair" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow test with errors at percentage of 5.9 and 6.8 occurred during testing. There was no patient involvement. No additional information is available.